Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number, cartridge condition, cartridge position, and number of staples returned in cartridge, not returned; casing position, and retaining pin position, midway; hook shroud condition, good; lockout slide position, unlocked; safety position, locked; staples present, and trigger position, open/locked. Functional tests & results: hook shroud condition, and lockout slide tip condition, good; indicator function properly, and safety disengage properly, yes. Analysis conclusion: based on the info received and the visual and results, no conclusion could be reached as to what may have caused the rpt'd incident. The cartridge was not returned with the instrument. However, the cartridge batch number that was shipped with the instrument, was retreived and reviewed with no anomolies noted for missing staples. Add'l, the batch history records for the instrument batch were investigated and there were no anomalies noted for missing staples during mfg. It should be noted that a 100% visual inspection takes place during mfg to ensure that all staples are present prior to shipment. Mfg and engineering have been notified of the rpt'd incident. Co strives to understand each incident as it is rpt'd in order to continuously improve co's products.

Event description:
It was reported during a bowel anastomosis/jejunostomy the tl60 stapler had no staples in the load that came in device. There was no consequence to the pt. 10/7/97 the rep reports a new reload was opened to complete the case without incident.